Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. Thus the mechanical analysis of the lead was not properly feasible. Further analysis of the lead revealed residuals of coagulated blood along the inner coil of the lead which were most likely introduced into the lead by means of stylets used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information there was report of no capture or sensing the day after implant. The ra lead was removed. During the closing of the pocket, the patient began having episodes of ventricular tachycardia. Fluoroscopic imaging found that the right ventricular lead had dislodged. The rv lead was explanted as well. The patient has been scheduled for another lead implant procedure with another physician. The patient has significant tricuspid regurgitation which makes lead placement difficult. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.